Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on (B)(6) 2021, and the follow-up MDR submitted on (B)(6) 2021 should both be retracted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the catheter was inserted with ultrasound guidance in right subclavian. After puncture in the vein, it was impossible to advance the guide in the metallic tunnel (needle) of the syringe. A hematoma appeared. After removal of the device, a defect of the needle was observed. The needle separated from the hub. Another puncture was performed with another device. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the catheter was inserted with ultrasound guidance in right subclavian. After puncture in the vein, it was impossible to advance the guide in the metallic tunnel (needle) of the syringe. A hematoma appeared. After removal of the device, a defect of the needle was observed. The needle separated from the hub. Another puncture was performed with another device. The patient's condition is reported to be fine.